Manufacturer narrative:
There was a button error alarm and no button response due to the corroded keypad traces. It was noted that there was no moisture damage on the electronics and motor. The pump was received with cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she had received a button error alarm on the insulin pump. Customer's blood glucose was 212 mg/dl at the time of the incident. Customer stated that she does not think the pump was in a position in which a button was pressed continually. Customer mentioned that she was hiking and the pump was in her bra area. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.